Manufacturer narrative:
The investigation reviewed the calibration and qc results, and the results were within the specified ranges; a general reagent or analyzer issue can be excluded. The sample probe was replaced twice and was reported to be contaminated ten days after replacement. The field service engineer performed troubleshooting and maintenance actions that were unrelated to the event. He reviewed the alarm trace and noted "clot detection" and "no fluid detected" errors. The investigation determined the event was due to a preanalytic issue at the customer site (higher sample volume pipetting due to a sporadic contamination of the sample needle with fibrin or cell debris). Preanalytic are within the customer's responsibility. There was no indication of a device malfunction.

Event description:
There was an allegation of questionable cholesterol gen.2 results for two patient samples tested on a cobas integra 400 plus w/o ise. On (B)(6) 2025: the initial result was 383 mg/dl. The first repeat result was 186 mg/dl. The second repeat result was 188 mg/dl. On (B)(6) 2025: the initial result was 350 mg/dl. The first repeat result was 182 mg/dl. This result was deemed correct and reported. The second repeat result was 183 mg/dl.

Manufacturer narrative:
The cobas integra 400 plus w/o ise serial number is (B)(6). The investigation is ongoing.